Event description:
It was reported that when using the bd pyxis¿ medbank mini, cubie was not opened. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opening. A technical support specialist (tss) restarted the application and, once it was back up, logged in and used the tester application to unconditionally force the cubie to open, the cubie opened, and the user was able to issue medication issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.